Event description:
A malfunction was reported on the pump, but there was no information available regarding any adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if any malfunction recurred and acknowledged these instructions.